Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, loss of atrial sensing and a decrease in p wave amplitudes were noted on the right atrial lead. Patient is in atrial tachycardia with rapid ventricular response, and the device went into short duration of ams episodes but did not sustain the mode switch due to loss of atrial sensing. Also, non-sustained right ventricular oversensing episodes were triggered by atrial pacing due to the loss of atrial sensing. The atrial pacing caused pseudo pseudofusion. Noise was not observed on the rv lead. When new ICD was attached to chronic leads on (B)(6) 2019, the physician was recommended to review x-ray and medical condition of the patient to ensure if the lead could be replaced; however, the physician chose not to revise the lead. Programming changes were recommended. No further information is available at this time. The patient was stable.